Manufacturer narrative:
Lot# review: a review of the mfg. Lot build database for the reported lot# 3235877 (mfg. 03/2016) showed (B)(4) units were mfg. Tested, inspected and released. There were no exception documents generated during the lot build. . Functional/performance testing: three used d1000 tego assemblies were returned for investigation of leakage. Each of the three d1000 tego were pressure leak tested at 40psi to test the main seal. Tego samples one and two failed high pressure leak testing, the third passed. The third d1000 tego was pressure leak tested (p-3g-376) at 15psi to look for leakage at the slit of the one piece seal. No leakage was observed. All three samples were disassembled with the following observations: sample 1: the one piece seal had been punctured with a sharp instrument such as a needle that resulted in leakage. Sample 2: the one piece seal had been punctured with a sharp instrument such as a needle that resulted in leakage. Sample 3: there was no observable damage to the silicone seal or any other seal interface that would have resulted in leakage during use. Final analysis summary: the complaint of leakage was confirmed with two of the three returned d1000 tego connectors. The leakage in two of the d1000 tego assemblies was the result of access with a sharp incompatible mating device such as a needle, as stated in our dfu. The third d1000 tego was not damaged and did not leak with high pressure testing of the post seal and low pressure testing of the slit seal.

Event description:
Complaint received reporting leakage issues with use of unknown dialysis set-up where d1000 tego connectors were in use. The initial information received reports ". The connector was in use before it was found on the station that the connector is leaking and blood leaked. Patients came to no harm". No adverse patient consequences reported.